Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from the shower block on the cap piercer. No injury or exposure was reported.

Manufacturer narrative:
The customer disabled the closed tube system and is currently running without the caps. The customer did not have any erroneous results due to this incident. Based on the location of the leak it would suggest the leak would be a diluted wash concentrate. A bci field service engineer repaired the leaking cap piercer and verified proper operation.